Event description:
Complaint stated : cut at proximal adhesive band of balloon. Analysis determined: small tear directly above proximal adhesive band of balloon; origin unk. Unit was used in vivo. This was not determined until analysis was completed.